Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules formed and blocked instrumentation. There was no report of patient impact. The following information was provided by the initial reporter: gel globules block the probe of chemistry instrument.